Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the left ventricular (lv) lead pacing threshold decreased from 2 volts (v) at 1.0 millisecond (ms) to 1.4 v at 1 ms. A boston scientific company representative verified that the x-ray showed that the lv lead had dislodged into the right atrium. Thus, the lead was capturing the atrium however, still sensing the left ventricle. The patient started an exercise program which may have possibly contributed to the dislodgement. The physician elected to program the lead off and planned to extend the atrioventricular delay (avd). The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The air-in-line alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was explanted as the physician chose to replace the device so an adapter will not be needed and new battery.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.